Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/30/2018 that on (B)(6) 2017 the transmitter stopped working. Product was not provided for evaluation. Data was provided for evaluation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.